Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This report is a 30 day initial report, sent as follow-up 1 due to emdr duplicate error.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on approximately (B)(6) 2010 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on approximately (B)(6) 2010 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 12/07/2015. It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010, and a mesh was implanted due to sui. It was reported that the patient underwent an excision of vaginal erosion of mesh, cystoscopy under anesthesia with bilateral retrograde pyelogram and bilateral extracorporeal shock wave with lithotripsy on (B)(6) 2011, due to bilateral kidney stones and vaginal erosion of tension free vaginal tape. It was reported that the patient underwent an exam under anesthesia and right eswl on (B)(6) 2014, due to possible mesh erosion and bilateral kidney stones. It was reported that the patient underwent an excision of eroded mesh procedure mesh with closure of vaginal defect, right rigid ureteroscopy, cystoscopy with bilateral retrograde pyelograms and bilateral extracorporeal shock wave lithotripsy on (B)(6) 2014, due to bilateral kidney stones, right distal ureteral stones and vaginal erosion of mesh, vaginal tape procedure tape. It was reported that the patient underwent mesh excision or eroded mesh with closure of defect, cystoscopy under anesthesia with bilateral retrograde pyelograms and left flexible ureteroscopy on (B)(6) 2014, due to suburethral erosion or vaginal mesh, left kidney stones and right flank and abdominal pain. No additional information was provided.